Event description:
Procedure: lavh. According to the report, the surgeon fired the stapler and upon removing it, the cartridge remained inside the abdomen. One of the incision port sites had to be made larger in order to remove the cartridge. Upon inspection of the cartridge, it was noticed that staples remained in the cartridge and staples did not fire and also a small black piece was missing from the stapler by the area of the cartridge (which is indicative of improper unloading/use by the user.) The reporter was not sure when this piece was missing and it was not known how much longer or time was increased. Cartridge was discarded.

Manufacturer narrative:
.